Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information received notes that the device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with lithium cluster deposit in the battery. Lithium clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.